Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began at an unspecified time in (B)(6) 2015. The patient reported obtaining blood glucose readings of "188, 120 and 280 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient informed the csr that she manages her diabetes with victoza and insulin (sliding-scale). The patient claimed she took extra insulin (15 units of novolog 70/30) on (B)(6) 2015 at 12:17pm in response to the alleged inaccuracy issue. The patient claimed that an unknown time after the alleged inaccuracy issue started she developed symptoms of "stomach ache and was shaking"; symptoms she attributed to low blood glucose of around "40 or 50 something mg/dl". The patient reported treating herself with 2 candy bars and soda in response to the symptoms. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.